Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up, loss of capture was noted on the right atrial lead due to dislodgement. During revision procedure the pulse generator was noted to have migrated as it was not sutured down during initial implant, which caused the dislodgement. The pocket was cleaned, no signs of infection and the lead was re-implanted and normal function ensued. The patient left the procedure in good condition.